Event description:
A follow up call was made and the customer reported experiencing low blood glucose and was hospitalized. The blood glucose reading was 59mg/dl, and he was treated with an injection. The customer mentioned being in a vehicular accident and was the driver. The caller believes that the cause of his low glucose level was due to the exercise during a physical therapy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.